Event description:
It was reported that the patient presented for in-clinic device interrogation due to pneumothorax. The interrogation found that all right atrial (ra) lead parameters were within normal limits. The physician initially suspected that the lead had perforated, however there was no evidence of perforation upon diagnostic imaging. The ra lead was successfully repositioned on (B)(6) 2025. The patient was recovering.